Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient's ipg became inoperable. As result, surgical intervention may occur on a later date.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.